Manufacturer narrative:
Two additional files created to capture all three devices. 1 xzebd-7-7 of unknown lot# was unavailable for return for (B)(4) for evaluation. Prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in (B)(4). As the zebd is from an unknown lot number a review of the relevant manufacturing records cannot be conducted. The instructions for use, ifu0045-7 which accompanies this device instructs the user to visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Also, the user is instructed by the instructions for use, ifu0045-7: care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent. There is no evidence to suggest that the user did not follow the instructions for use. As per the physician enquiry "do zebd- products become kinked so easily??" A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035 wire guide for use with this device and all simulated use testing to date has been completed using a 0.035 wire guide. As the smaller diameter 0.025 wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025 wire guide is used. As per additional information received a 0.025" wire guide was used. Complaint is confirmed based on customer testimony. According to the information reported, the incident occurred prior to patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
1st device [2nd pr was created to capture this]: pigtail of one zebd-7-7/ lot# c1609172 was straightened with a straightener, but a wire guide (olympus/ vigiglide 0.025inch) could not be advanced through the pigtail due to kinks. The device was replaced with another zebd-7-7/ lot# unknown (= the 2nd device below). 2nd device [this pr]: the user attempted to use one zebd-7-7/ lot# unknown though, the pigtail became kinked. The device was replaced with another zebd-7-10/ lot# unknown (= the 3rd device below). 3rd device [3rd pr was created to capture this]: pigtail of one zebd-7-10/ lot# c1632925 was straightened with a straightener, but the wire guide could not be advanced through the pigtail due to kinks. Since the pigtail of the 2nd device was less kinked, the user decided to use the 2nd device and placed it in the bile duct to complete the procedure. There have been no adverse effects to the patient reported.